Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support the device exhibited lower than expected flows. The physician repositioned the device several times, however this did not resolve this low flow issue. The physician decided to explant the device and replace it with a new impella cp. It was reported that the patient survived the procedure.

Manufacturer narrative:
The investigation for the reported low flow issue has been completed. The product was returned for evaluation, the field log was reviewed and suction at the start of the run was confirmed. The returned pump was visually inspected, and biomaterial was observed in the outflow indicating that the biomaterial was ingested upon activation. Per the results of the clinical review and investigation: the root cause of the low flow was determined to be biomaterial. This report is being filed as part of a retrospective review of historical records.